Event description:
It was reported that a decrease in sensing was observed, however still within normal range. The lead was explanted and replaced. The patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.